Event description:
It was reported that this implantable lead was explanted shortly after it was implanted due to undersensing. Another lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable lead was explanted shortly after it was implanted due to undersensing and placement difficulties. Another lead was successfully implanted. No additional adverse patient effects were reported.